Event description:
(B)(4) study. It was reported that in-stent restenosis and revascularization occurred. In (B)(6) 2011, the patient presented with substernal chest discomfort associated with shortness of breath and diaphoresis. The patient was diagnosed of unstable angina and underwent cardiac catheterization which revealed a 2.5x30mm, long de novo, bifurcated, 90% stenosed lesion located from mid left anterior descending (lad) artery to the 2nd diagonal branch artery. It was treated with pre-dilatation and placement of a 2.25 x 32 mm taxus liberte stent. Following post-dilatation residual stenosis was 0%. However, after stent placement the patient experienced right arm pain when the 6f runway cls 3.5 guide catheter was pulled out. The pain was treated with administration of midazolam and fentanyl and no further treatment was required. The patient was discharged on aspirin and prasugrel two days post procedure in (B)(6) 2013, the patient presented with a two-week history of exertional chest pain with "pressure and tightness" and was hospitalized on the same day. Upon admission EKG reports were normal. Post admission, lexiscan sestamibi was performed which was abnormal and revealed "reversible defect present in the base of the inferior inferolateral wall". The following day the patient underwent cardiac catheterization which revealed an area of 70% in-stent restenosis of a previously implanted stent located in the mid lad extending to the 2nd diagonal branch and was with placement of a 2.25 x 23 mm non bsc drug eluting stent, with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel 24 hours post procedure. At the time of event, the patient was on aspirin and prasugrel and the study drug was never taken during this study.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).